Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error occurred. Data was evaluated and reported allegation not found. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of an unknown sensor error is reportable based on the finding of a failed transmitter error on a separate date. No injury or medical intervention was reported.